Event description:
The mother reported via phone call that the customer was hospitalized with high blood glucose on (B)(6) 2015. The customer's blood glucose was 509 mg/dl at the time of admission. The mother stated the customer was vomiting prior to being hospitalized. It was also found the customer had ketones. The customer was treated with manual injections for their blood glucose. Customer was admitted into the hospital for four hours. The mother declined to check for the presence of leaks and air bubbles during troubleshooting. Customer did not have a bent cannula during troubleshooting. A high pressure test was not performed during troubleshooting. The customer's blood glucose was 150 mg/dl at the time of the call. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.